Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Tandem technical support provided customer with reset information and was told to follow up for further assistance. Customer¿s blood glucose level was 161 mg/dl.